Event description:
The user facility reported to terumo cardiovascular systems corporation that upon initiating cardiopulmonary bypass, the fx15 oxygenator failed to oxygenate. The device was changed out within 1 minutes. The patient lost approximately 140 cc blood; however, the patient came off bypass successfully. Approximate 140 cc blood loss. Product was change out. Surgery was completed successfully.

Manufacturer narrative:
This report is being submitted as follow up # 5 to correct the date of event that was initially reported as (B)(6) 2014 the correct date of event is (B)(6) 2015.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo references evaluation conclusion code . (B)(4).

Manufacturer narrative:
The involved perfusion record was reviewed. The patient's bsa was 1.89m2. Based on the record review, the below scenario was inferred as a cause of this complaint. The actual sample was used on a patient with a large bsa. The capacity of fx15 may have been insufficient and svo2 started to decrease gradually, leading pao2 to get decreased. The blood flow rate was lowered. This caused insufficient o2 supply volume against the patient's o2 consumption volume, leading to decreased svo2 and pao2. Re-warming activated the patient's metabolism, where o2 consumption increased, resulting in decreased svo2 and pao2. The device labeling (IFU) does address instructions with statements such as the following: start gas supply with v/q=1 and fio2=100%n then make adjustments based on blood gas measurements. Measure blood gases and make necessary adjustments as follows. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2, decrease fio2. To increase pao2, increase fio2. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up # 3 for mfg. Report # 9681834-2015-00096 to provide additional details about the event description and provide the perfusion record information received from the user facility. The following additional information was provided by the user facility: cpb was initiated and a cross clamp was applied, then pao2 decreased; when the blood flow rate was lowered, temporary improvement was seen in pao2 value but after all svo2 decreased; and after the initiation of re-warming, both svo2 and pao2 decreased.

Event description:
This report is being submitted as follow-up #2 for mfg. Report # 9681834-2015-00096 to provide the evaluation results and provide more details on the event description. Communication with the user facility reported the following information: after going on cpb p02 started to drop; within the first few minutes of bypass and after the cross clamp was down; the first fi02 was 100% and pa02 was 157mmhg; and ci stayed around 2.2 - 2.4.

Manufacturer narrative:
As stated, this report is being submitted as follow-up #2 for mfg. Report # 9681834-2015-00096 to provide the evaluation results and provide more details on the event description. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found no anomalies which would relate to a gas leak or insufficient gas transfer performance. The actual sample, after having been rinsed and dried, was tested for its gas transfer performance in accordance to the manufacturer's inspection protocol. Bovine blood was circulated in the oxygenator module. No anomalies were revealed in the gas transfer performance of the actual sample, with the obtained values meeting the manufacturer specifications. A review of the device history record of the involved product/lot# combination confirmed that there were no production related problems. A review of the complaint files confirmed the involved product/lot# combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the investigation result verified that the actual sample, after having been rinsed and dried, was the normal product with no issue in the gas transfer performance. As a cause of the reported deterioration in the gas transfer performance, the capacity of the fx15 may have been insufficient for the involved patient's bsa. The below factors are experientially known as a cause of degradation of the gas transfer performance occurring at the beginning of the circulation. V/q ratio was low. The blood volume was too low against the patient's metabolism. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: start gas supply with v/q=1 and fi02=100%n then make adjustments based on blood gas measurements. Measure blood gases and make necessary adjustments as follows: control pa02 by changing concentration of oxygen in ventilating gas using has blender. To decrease pa02, decrease fi02. To increase pa02, increase fi02. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
As stated, this report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00096 to provide the evaluation update. The actual device has not been received by the manufacturing facility for evaluation. A follow up report will be submitted within 30 days of the manufacturer receiving the actual sample and/or new information. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Event description:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00096 to provide the evaluation update.

Manufacturer narrative:
As stated this report is being submitted as follow up # 4 for mfg. Report # 9681834-2015-00096 to provide the correct perfusion record information and to correct the initial reported lot number, manufacturing date, expiration date and approximate age of the device. The perfusion record provided the following information: the patient's bsa was 1.92m2. @ 15:29, cpb was initiated. @ 15:40, cpb was ceased. The actual device was found to have changed out 1 minute after the initiation of cpb. The contents recorded after 15:40 was with the new oxygenator. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. The device labeling (IFU) does address instructions such as the following: start gas supply with v/q=1 and fio2=100%n then make adjustments based on blood gas measurements. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up # 4 for mfg. Report # 9681834-2015-00096 to provide the correct perfusion record information and to correct the initial reported lot number, manufacturing date, expiration date and approximate age of the device.